Event description:
Customer reported the system displayed a data error on mainframe display. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found incorrect cal files loaded on system causing data error. Reloaded correct cal files and tested system by booting without any errors and take a test fluoro shot without issue. System operates as intended.